Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. However found during our visual inspection the transfer guard needle bent at a ninety degree angle, unable to confirm if the customer received in said condition due to the customer returned opened and used.

Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime procedure. The customer stated that she was filling the tubing and pressing on the act button when she received the no delivery alarm. The blood glucose reading was 139 mg/dl. Upon troubleshooting, it was found that insulin did not exit during a manual plunger push. The customer stated that when she removed the plunger, the bottom fell out from the reservoir. She was advised to change the entire infusion set system as soon as possible. She also observed air bubbles in the reservoir. She stated that she was unable to troubleshoot for a potential reservoir and infusion set issue at the time of the call. She was advised to return the infusion set and reservoir for analysis due to the occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.